Event description:
It was reported that the arctic sun was dropping from low flow to no flow. Prior to calling, the complainant had switched the patient to an arctic sun 2000, but received a temp probe out of range. The complainant switched the patient back to the arctic sun 5000 device. She noted they had changed the two right pads, but the device still had no to low flow. The complainant disconnected and reconnected all connections including the fluid delivery line and restarted therapy. The flow rate went from 1 lpm to 0 lpm. She was instructed to fill the device and hit restart, but the results were the same. The patient was switched back to the arctic sun 2000 using a different probe. The temperature displayed, but the device still had no to low flow. The complainant was instructed to also change the left side pads. Per follow up with charge nurse clarice, the patient was continuing therapy successfully. The pads had been changed and there were no further flow issues. She confirmed the faulty probe was a rectal probe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the arctic sun was dropping from low flow to no flow. Prior to calling, the complainant had switched the patient to an arctic sun 2000, but received a temp probe out of range. The complainant switched the patient back to the arctic sun 5000 device. She noted they had changed the two right pads, but the device still had no to low flow. The complainant disconnected and reconnected all connections including the fluid delivery line and restarted therapy. The flow rate went from 1 lpm to 0 lpm. She was instructed to fill the device and hit restart, but the results were the same. The patient was switched back to the arctic sun 2000 using a different probe. The temperature displayed, but the device still had no to low flow. The complainant was instructed to also change the left side pads. Per follow up with charge nurse (B)(6), the patient was continuing therapy successfully. The pads had been changed and there were no further flow issues. She confirmed the faulty probe was a rectal probe.